Event description:
Customer reported that his insulin pump is alarming and squirting the insulin out during the manual prime. Customer stated that the drive support cap is protruding on his insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with missing end cap sticker.